Manufacturer narrative:
(B)(4). Testing of the implantable neurostimulator (ins) (model 3023, serial number (B)(4)) revealed no significant anomalies. Ins output was tested at the cut end of the lead. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the cut end of the lead. The ins was functionally okay. Testing of the extension (model 3095, serial number (B)(4)) revealed no significant anomalies. The extension had acceptable continuity and no shorts. Suspected body fluids were observed in the extension but did not affect its performance. The extension was functionally okay. Testing of the lead (model 3093, serial number (B)(4)) revealed broken conductor wires. Circuit #2 and 3 conductor wires were broken at the electrode sleeves. All conductor wires were broken at the marker band. Circuits #2 and 3 were open. There were no shorts. The outer insulation was broken at the most proximal tine.

Event description:
The pt did not believe that the implantable neurostimulator (ins) was alleviating her symptoms. The ins and lead were explanted but not replaced. The pt tolerated the procedure well and had no complications. The pt continued to experience voiding dysfunction. A f/u report will be sent if add'l info becomes available.